Manufacturer narrative:
The device was not returned for evaluation. Without return of the unit, a product non-conformance or device failure could not be confirmed. The complaint does not meet pra escalation triggers nor is a corrective action required at this time. A device history record review was completed and documented that device met all specifications upon distribution.

Manufacturer narrative:
The device will not be returned for evaluation as it was discarded by the facility. Without return of the unit it is not possible to determine if some damage or defect existed on the unit that could have contributed to the event. It is not known if some procedural factors may have contributed to the event. No corrective actions will be taken at this time. A supplemental report will be forthcoming when the device history record has been reviewed and completed. Complaint histories for all reported events are reviewed against trending control limits, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
It was reported that the catheter was unable to pace during use twice consecutively with two pacing catheters. Pacing was attempted after catheter insertion, but it did not work. The customer replaced the catheter with another one, but the same problem occurred. The first catheter was discarded, but the second catheter was returned. Information including kind of surgery/examination the catheter was used for and if the patient had cardiac conduction defect was unknown. Patient demographic information was requested but unavailable. There were no patient complications reported.